Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: during evaluation of the sample, it was observed to be intact. No other anomalies were observed. Based on the findings, it concluded that the reported issue is unrelated to the breast implant and related to the patient condition.  A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report is not intended to deny that the patient experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The reported complaint of capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: left-sided grade iii capsular ocntracture. Manufacturer's reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. The diagnosis was confirmed by a physician on (B)(6) 2018. As a result, the patient underwent removal and replacement with a 450cc mentor memorygel breast implant (catalog #: 3504504bc, serial #: (B)(4)) on (B)(6) 2019.